Manufacturer narrative:
(B)(4). (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was faulty as it was unable to deploy and remained attached to the base. The procedure was completed with a different device. There were no patient complications reported as a result of this event.